Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the forceps channel has pinhole, the nozzle has foreign objects, the angle wires were stretched, the angle wires become stretched, the bending section cover or distal sheath (a-rubber) has a scratch, adhesive on a-rubber has a chip, the adhesive around the light guide (lg) lens is peeled, the connecting tube has discoloration, the scope connector cover (sc cover) unit has a scratch, the suction connector (s-connector) has a scratch, the universal cord has a scratch, the grip has a scratch, the s-cover has a scratch, the switch box has a scratch, the paint on the suction cylinder (s-cylinder) is peeled, the right/left (r/l) knob has a scratch, the up/down (u/d) knob has a scratch, the control unit has a scratch, adhesive on a-rubber has a chip, the a-rubber has a scratch, and the angle wires become stretched, and the s-cylinder is shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The gastrointestinal videoscope was returned and evaluated. And foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material clogged the nozzle. From the results of component analysis, it was found that silicone derived from antifoaming agents and protein derived from the human body (fluids and filth residue) were clogging the nozzle. Based on the state of adhesion of foreign matter, it is likely that the cleaning was insufficient for some reason and the dirt that had adhered during the case was not completely removed. The inspection method for he event is described in the instruction manual (operation) as follows: "[3.3 endoscope inspection] [inspection of the entire endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [3.8 inspection of function in combination with related equipment] [checking the cleaning function of the objective lens surface] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.